Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a possible helium leak, customer felt the unit is consuming a lot of helium tanks. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a possible helium leak, customer felt the unit is consuming a lot of helium tanks. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: b5, b6, b7, d10, h6 (health effect - impact code). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse could not duplicate the issue. As a precautionary measure, the fse replaced the helium reservoir assembly. The unit passed all safety and functional tests and was returned to the customer.